Manufacturer narrative:
H3: one device was received for analysis. Service history review identified no previous services within last twelve months. Visual inspection found a dented upstream occlusion (uso) seal and a damaged air sensor. The uso seal and air detector was replaced. The device then passed all tests after repairs.

Event description:
The customer returned the product for battery compartment problem, during physical inspection it was found that the air detector was damaged, and the upstream occlusion (uso) seal was dented. There was no patient involvement.